Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a protaper next x2 file broke during use. The broken piece was not retrieved and was incorporated into the filling. No injury.

Manufacturer narrative:
Investigation summary: involved product that broke during use was not returned and cannot be formally identified and analyzed. Moreover, no unused file is available for evaluation. The provided batch #1913023 has no corresponding in our system (does not exist). The right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.